Manufacturer narrative:
The returned device analysis did not confirm the reported incomplete coaptation. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 1.3% and effective orifice area of 2.06, which met specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, a cause for the reported incomplete coaptation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm epic mitral valve was selected for implant. During the procedure, the valve was being sewn in. Then, "as soon as they started visualizing the valve, they had a feeling that one of the [leaflets] was defective and did not close properly." The valve had difficulty closing complete, but did not have difficulty opening completely. The cause of the leaflet's inability to close completely was reported as unknown. No abnormalities or anomalies were observed with the valve and it was not implanted and exchanged for a new 31mm epic mitral valve, which was successfully implanted. The patient was reported to be in stable condition.